Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. As a result, surgical intervention may be undertaken to address the issue.